Event description:
The customer contacted physio-control to report that during a patient event their device powered on, but then powered off by itself. The customer advised that the officers are required to carry backup devices and an ems team arrived at the same time, so the delay in providing care was likely less than 30 seconds. The ems team cared for the patient using the backup device. The patient survived the event and no adverse effects were reported as a result of the reported failure. The patient event occurred sometime in (B)(6) 2013, but the customer could not recall the exact date. The unit has been used multiple times since then; therefore there are no electronic patient records in the device's memory for the event. The customer further advised that the device was draining batteries very quickly and that currently the device has a service wrench present. When a battery is installed both the on and shock buttons are lit and the device gives a high-pitched steady tone.

Manufacturer narrative:
(B)(4) physio-control advised the customer that the device is no longer under warranty, therefore a replacement will not be provided, and it is not field serviceable. Physio recommended that the customer purchase a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control was able to obtain the customer's device for further evaluation. The customer was provided with a replacement device. Physio examined the customer's device and was unable to verify the reported power off failure; however, physio did observe that the device was intermittently locking-up. Physio determined that the cause of the reported failure was the digital pcb assembly. When the lock-up failure occurred, the shock led's were lit and there was 220ma of current drain. During normal operation, the off current was 14.3ua and the device would charge and defibrillate when prompted.